Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported from the recover clinical group that the pt. Has passed, no information on the cause or date of passing was noted. Information was later received from the field engineer that the patient's cause of death was due to suicide; the date of death was also reported to be on (B)(6) 2023. The event was assessed as not related to the simulation and possibly related to the procedure and the device. No other relevant information has been received to date.

Manufacturer narrative:
B2. Outcomes attributed to adverse event - death; corrected information; initial MDR reported incorrect date of death.

Event description:
New information was received that the event was probably related to the implant procedure. The event was also assessed to now be unlikely related to the stimulation or the device. A report of suicidal ideations was previously reported in MFR. Report# 1644487-2023-00108. As the death was reported to be due to suicide, all future information received in regards to the suicide will now be captured with the previous MFR.report.